Event description:
It was reported that the patient presented to the emergency room with chest pains on the left side of their chest. An electrocardiogram showed sinus rhythm and no pacing. The device could not be interrogated and there were no tones with magnet placement. It was noted that the patient had not had the device checked since implant and the device was beyond end of service (eos). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. This device was explanted for non-functional pacing and telemetry due to a prematurely depleted battery. The analysis of the hybrid documented nominal current drain in both por pacing parameters with no pacing loads and triple chamber pacing with all three chambers loaded. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. The analysis was terminated due to the inability in establishing an abnormal current drain. The battery was forwarded to mecc for additional analysis.